Event description:
When implantable pacemaker was attached to leads, the bipolar function did not operate properly. The pacemaker was disconnected from the leads and another unit, supplied by the sales representative, was connected to the leads. This unit tested properly for all modes of operation. The patient did not suffer any ill effects from the procedure. The sales representative took defective unit with her. The hospital purchased the implanted pacemaker.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.